Event description:
It was reported that the patient was implanted with a spinal cord stimulator. The device gave them great results, reduced their pain, and allowed them to get out of their wheelchair. However, the patient experienced a severe allergic reaction and consequent infection and had to have their device removed. The patient was in constant pain and back in their wheelchair at the time of the report. The patient wanted to know if an implant could be made out of (B)(6) to reduce rejection. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent. This event was the second time the patient had an allergic reaction to an implant. Please refer to manufacturer report # 3007566237-2014-01240 for information regarding the first event.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was further reported that the patient¿s friend gave the patient¿s mother some manufacturer representative contact information. The friend preferred to let the mother reveal the patient¿s name and the friend declined to provide the name of the patient.